Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred in the proximal left internal carotid with the interventional wire (enroute 0.014'' guidewire) which required an unplanned stent to cover the dissection. The procedure was completed successfully with no health consequences or impact.